Event description:
It was reported that prior to a coronary artery stenting procedure, a stent dislodgement occurred. The lesion was located in the mid right coronary artery (mid rca). The physician went to insert the 3.00x12mm liberte' bare metal stent into the pt, and it was noticed that the stent was not on the delivery device. The stent was found inside the stent protector. According to the physician, there was no resistance when he removed the stent protector. The procedure was completed with another of the same device. There were no pt complications and the pt condition is reported as "good".

Manufacturer narrative:
(B) (6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).